Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 15-aug-2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, yellow particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. During the analysis was observe along the same opening striated pattern. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, concern for textured implant device, "breast implant illness, personal injuries".

Event description:
Healthcare professional reported a left side removal due capsular contracture baker grade iii. Patient representative reported patient experienced anxiety, "breast implant illness, personal injuries" consider to be not device related. The device has been explanted.